Manufacturer narrative:
Complaint conclusion: as reported, the deploy button of a 5f exoseal vascular closure device (vcd) would not depress at all. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until the indicator window changed to solid black color. The black-black state of the indicator window was achieved but the deploy button could not be pressed. The femoral artery's suitability was verified on angiography, including the insertion angle (30~45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The indicator window did not show any red color during retraction. The device was not attempted to be deployed outside the patient¿s body. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The exoseal vcd used in transfemoral cerebral angiography (tfca) with a retrograde approach. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device, 5f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, achieving indicator wire retraction and the expected plug deployment. Additionally, the black/white and red position of the indicator window was also obtained. A high magnification evaluation was executed to examine the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of "deployment lever (button) frozen/locked" was not observed through analysis of the returned device since the functional analysis demonstrated successful lever depression with deployment. No anomalies were noted during the analysis. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deploy button of a 5f exoseal vascular closure device (vcd) would not depress at all. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until the indicator window changed to solid black color. The black-black state of the indicator window was achieved but the deploy button could not be pressed. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The indicator window did not show any red color during retraction. The device was not attempted to be deployed outside the patient¿s body. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The exoseal vcd used in transfemoral cerebral angiography (tfca) with a retrograde approach. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.